Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The physical resistance, difficulties advancing the catheter, and difficulties deploying the filter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a right internal carotid artery stenting procedure, after an uneventful device preparation, the emboshield nav6 was inserted into a 6f sheath. Resistance was met at the bend from the right common carotid artery to the right internal carotid artery. Additionally, it was difficult advancing the wire past the lesion. Once distal to the lesion, deployment was activated, but the filter failed to open / deploy. The undeployed filter was removed from the anatomy and upon removal, it was noted that in the retrieval catheter was the undeployed filter plus approximately 2 cm of the tip of the delivery catheter. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.